Event description:
It was reported that patient presented for a schedule procedure. Prior to procedure, it was noted that atrial lead exhibited over sensed noise. The lead was explanted and replaced with new lead. There were no patient consequences.